Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
Per medwatch report mw5149730: it was reported that during a procedure, while plugging in the neptune smoke evacuation pencil, the device activated itself and landed on the patient causing a small burn. The entire bovie and handpiece were removed from the room. The burn was approximately 1cm in size and was located on the right side of the patients buttock. The surgeon stated it was a deep wound. Bacitracin ointment was applied to the area to help prevent infection. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
Per medwatch report mw5149730: it was reported that during a procedure, while plugging in the neptune smoke evacuation pencil, the device activated itself and landed on the patient causing a small burn. The entire bovie and handpiece were removed from the room. The burn was approximately 1cm in size and was located on the right side of the patients buttock. The surgeon stated it was a deep wound. Bacitracin ointment was applied to the area to help prevent infection. The procedure was completed successfully without a clinically significant delay.